Event description:
The pt was seen at the implant center for device eval in 2000. Testing at the center confirmed that the device was no longer functioning. Revision surgery is scheduled for 2000. Another clarion device will be implanted.